Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history evaluation was performed, and no issues were found during previous servicing related to the reported condition. A review of the device log was performed and the reported condition was verified in the alarm log. A sample analysis was performed which included exterior check, power on test, acid recalibration, patient line prime detector calibration. Pressure integrity test, pressure test with no issues found. There were no internal verification implementation issues.the device passed the tests. A simulated use test was performed with no issues noted.the sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported condition.the device met specifications and no assignable cause was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya had a high priority alarm 20198. The patient was connected at the time of the alarm. This occurred during use of the device for automated peritoneal dialysis therapy while the patient was sleeping. As a result, the treatment session was ended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.